Event description:
It was reported the unit is experiencing a power issue. No patient involvement reported at this time.

Manufacturer narrative:
Available details indicate that the device had exhibited symptoms of a failure. Details provided in an update from the source case indicate that the customer was sent a replacement dfm100 assy processor and dfm100-cbl ui to processor mix, the device was successfully returned to service following installation by the biomed at the customer site. The part is being returned for additional investigation. This complaint investigation has been impacted by logistical limitations associated with the service parts supply chain (sps) returns process. This limitation is beyond the immediate control of the complaint handling group. No further investigation of the component is possible until the limitations are resolved based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided with a replacement dfm100 assy processor and dfm100-cbl ui to processor mix, which was installed by the onsite biomed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.